Event description:
It was reported that a mega needle driver instrument had a broken tip. No other information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.280" x 0.123" was found to be broken off the grip base. The broken piece was not returned. The reported complaint was confirmed by failure analysis.